Event description:
A surgeon reported that when using a probe during a retina procedure there was poor cutting. The procedure was completed using the same product without consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).